Event description:
Surgeon attempted to implant a silicone lens. The lens tore prior to insertion into the eye. No patient injury. The injector and cartridge model and lot numbers were not specified by the facility.